Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m71gvrd, serial number/date code (B)(4)is approximately 5 years 11 months old. The owner's manual part number 1141449 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer called stating that the m71gvrd power chair allegedly will not turn off and will not hold a charge. Consumer also alleges that the power chair is leaking a fluid by the right side drive wheel. No injury alleged.